Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having high blood glucose of over 800 mg/dl and constant no delivery alarms on the insulin pump. The customer has changed their infusion sets seven times with no resolution. Troubleshooting was performed and the insulin pump had damage to the battery compartment. The customer declined troubleshooting for their high blood glucose and the no delivery alarms. The insulin pump will return.